Manufacturer narrative:
Device evaluated by MFR.: a xxl device - 18-6/5.8/75 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning approximately 6mm proximal of the distal markerband and extending approximately 19mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no damage or kinks on the shaft of the device. A visual and microscopic examination of the tip and markerbands identified no damage or any issues that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left subclavian vein. A xxl/14-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However,during the first inflation at nominal pressure, the balloon ruptured. Subsequently, another xxl/18-6/5.8/75 xxl esophageal balloon catheter was advanced but it also ruptured after being inflated to nominal pressure. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left subclavian vein. A xxl/14-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However,during the first inflation at nominal pressure, the balloon ruptured. Subsequently, another xxl/18-6/5.8/75 xxl esophageal balloon catheter was advanced but it also ruptured after being inflated to nominal pressure. The procedure was completed with a different device. No patient complications were reported.